Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead had a high, out of range, impedance of >150 ohms. No intervention was reported. All available information suggests this lead remains actively implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
(B)(4).